Manufacturer narrative:
A DHR (device history record), ship history, and labeling review were completed and no deviation was found.

Event description:
It was reported that a pericardial effusion, cardiac tamponade and perforation was experienced. After having finished a pulmonary vein isolation (pvi) ablation procedure with an intellanav mifi open-irrigated ablation catheter, an intellamap orion catheter and a dynamic xt electrode catheter, the patient was transported to the intermediate care unit. No resistance was ever felt when maneuvering the catheters. After approximately 15 minutes, the patient's systolic blood pressure fell to approximately 50mmhg. An echocardiogram was performed and tamponade was diagnosed. The patient was then transported back to the electrophysiology (ep) lab where the physicians performed a pericardiocentesis. After approximately 15 minutes, a blood volume of 750ml was retrieved from the pericardial space and blood pressure quickly normalized. After another 15 minutes, 280ml additional blood volume. The end blood pressure before transporting the patient to intensive care unit was 120/83 (sbp/dbp). The patient was awake and did not suffer from any further complications at that stage. The retrieved blood was analyzed for oxygen saturation and it was found to be arterial blood leading to the assumption that a perforation of the left atrium caused the pericardial effusion/tamponade. Whether the tamponade was performed by the mapping catheter or the orion or by the transseptal puncture was found to be unclear by the physicians. The cause of the serious injuries could not be determined. The physician's believed it was either the intellanav mifi oi or the orion as the retrieved blood was saturated with oxygen (arterial blood).